Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector loose) has been confirmed. Upon evaluation, the trunk cable connector was broken, and several wires were cut. The cause for the damaged connector and cut wires cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's monitor was saying connect belt and that the connector was loose. The patient reseated the belt and monitor connection, but the issue was not resolved. The patient was issued a replacement electrode belt.